Event description:
From hand podiatry pack sop40hpbhc cardinal health lot#759060 exp. 04/01/2028. In wrapped raytec as well was a ripped paper not part of anything we could make out in pack. Paper was retrieved and saved and placed in bag along with the 11 raytec in bag and given to clinical coordinator.